Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3093-28, lot # v125560, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient . (B)(4).

Event description:
It was reported that overstimulation started the night prior to the report and was ¿getting progressively worse.¿ the stimulation was ¿too strong¿ and ¿uncomfortable,¿ but the patient was not able to make adjustment with the implantable neurostimulator (ins) with or without the antenna attached. The programmer was returned because it was not synching with or without the antenna. Additional information received reported that the complaint was unverified. The antenna jack was resoldered as a preventative measure and the software was updated. Follow up is being conducted to obtain patient outcome.